Event description:
It has been reported the video wsa is fully functioning. Event ccurred during a procedure. Attending physician was attempting to pass the fiber, but he was not able to pass a laser fiber through the working channel. The surgeon was able to complete the case with a reusable digital ureteroscope. A slight delay occurred 5-10 minutes while the scope was being switched out. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Corrections have been made to section h6. Correction to evaluation summary: no problem found. Unable to confirm reason for return. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Conclusion summary: investigational activities suggest multiple root causes could potentially be related to channel blockage issues. In an effort to further investigate the potential root causes, we have initiated r-CAPA-25-0060. We will continue to track and trend channel blockage issues. This event is filed under internal complaint ID (B)(4).